Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, while the surgeon was suturing the stomach, the needle fell out of the device with the suture attached. The needle was removed from the patient. The device was then reloaded with a new reload. The surgeon started to suture and the needle fell out again. A new device and reload was used to continue with the procedure. There was no patient injury.